Event description:
During the eval of a returned spectrum infusion pump, 6 occurrences of "upstream occlusion" alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during eval of the device. No add'l info is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4) . The "upstream occlusion" alarms were confirmed through the event history log review. The cause was undetermined. If any add'l info is received a f/u will be sent. The ultrasonic sensor and ultrasonic pusher were replaced.